Manufacturer narrative:
The reported blood loss event is attributed to the operator not performing rinseback as directed in the user's guide. The disposables were discarded and not available for eval. The exact cause of the leak cannot be determined. The user's guide includes instructions to always check and tighten all connections. A direct correlation between nxstage sys one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No add'l info will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Clear fluid was observed leaking from the dialysate outlet line connection during a routine hemodialysis treatment. The operator discontinued treatment and did not perform rinseback, resulting in an estimated blood loss of 190 cc. No medical intervention was required.